Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the device intermittently stops taking of pulse oximetry values from patients. When this happens, the device does not display any error message. The device was in use on a patient at time of event; there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer replaced the spo2 board in the affected module due to intermittent pulse oximetry measurement issues. The problem was not observed during the service visit. The system is currently functioning within specifications, but further investigation may be needed if the issue recurs. The client was asked to provide video evidence if the problem happens again. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.